Event description:
It was reported that six weeks post-surgery the patient with this inflatable penile prosthesis (ipp) went back to have implant activated. It was discovered that the pump was unable to fill with fluid. During revision surgery, a leak was identified in the reservoir, suspected to have been caused by a needle puncture during the initial procedure. All components were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinder is (B)(4).